Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl cannot be confirmed, but may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Event description:
Per report, approximately one year post tavr, the patient presented for a valve-in-valve procedure due to moderate to severe paravalvular leak in a previously implanted sapien xt valve. A 26mm sapien 3 valve was placed inside of the sapien xt with ~3 mm of the outflow portion in the outflow portion of the sapien xt. Post valve deployment, tee revealed trace to mild paravalvular leak. The patient remained intubated and was transferred to the cvicu in stable condition. Per the tavr physician, at discharge from the 1st tavr procedure and at the 6-month follow up, the patient had no complaints and echo reports did not show paravalvular leak or central aortic insufficiency. Three months prior to the valve in valve procedure, the patient began having shortness of breath and was admitted to the hospital for congestive heart failure. A moderate to severe paravalvular leak was noted at that time. On the day of the 2nd tavr procedure, review of echo and root angiogram showed the original sapien xt valve was in its proper position (60:40 aortic:ventricular) and no migration had occurred.